Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, diagnostic imaging showed externalized conductors. High pacing lead impedance was also noted. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
New information received from the patient notes that the lead was replaced.